Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the site. There were 2 separate cases. The fragment fell off of the device. The fragment was retrieved using forceps during the procedure. The procedure was completed without using a nim pedicle needle. Case 2 was filed under regulatory report # 1030489-2018-01173 (medtronic internal reference number (B)(4)).

Manufacturer narrative:
No product analysis performed. The device was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The tip of the needle was damaged after doing 2 levels. The blue insulation material came off, needle tips broken or became blunt. There was no patient impact or injury.